Event description:
It was reported by the customer that a 3 1/2 year old sterilizable handle came apart while in use and fell into the surgical site. The sterilizable handles are designed as a disposable item, and are guaranteed for a minimum of 20 sterilization cycles. The customer has reported that they are evaluating their process for replacement of used handles. Alm project specialist will conduct physical eval of their existing inventory and provide in-servicing instructions following their process review.